Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 4 months ago all of a sudden experienced a return of symptoms. Patient said that it worked for about 50% of the time however said that the symptoms have been getting worse and worse and lately it has become real bad, patient said that it is coming out and is real loose. Patient said that since receiving the implant has tried all of the programs. Patient also mentioned that since receiving the implant, patient has lost about 15 lbs. The patient said typically walks about 4 miles a day. Patient said has an appointment to see managing healthcare provider on (B)(6). Patient said may call back after the colonoscopy to review programming options.